Event description:
There is no patient impact associated with this complaint. It was reported that the buttons were intermittently responsive for about three months. No programming errors were reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned with no damage to the rubber keypad. During testing, all keypad buttons were found to be intermittently responsive. Investigation found adhesive under the key contacts.